Event description:
The customer stated that a small sized speculum had broken during a routine exam. The customer stated that the speculum was inserted into a pt and the bottom bill broke; the pt was not injured. The customer did not provide a pt identifier.

Manufacturer narrative:
Welch allyn is reporting this in an abundance of caution. The actual speculum involved in the event will not be returned to welch allyn. However, the complainant did provided a photograph of the broken speculum. The failure mode as described by the photograph has been previously investigated. The root cause of these very rare failures was determined to be related to potential impacts or loads on the shipping containers during transit or storage. No further investigation will be performed. Method: actual device not returned, photograph provided. Results: vaginal speculum. Conclusion: actual device not returned - photograph confirmed allegation.